Manufacturer narrative:
Evaluation codes per completion of investigation.

Event description:
A service engineer (se) troubleshot the issue with the customer over the phone and recommended replacing the oxygen (o2) sensor. The onsite biomedical engineer replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications. The o2 sensor was returned to medtronic/ covidien for evaluation and the reported condition was not confirmed. No fault was found with returned o2 sensor.

Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that, the oxygen (o2) sensor on an 840 ventilator does not sense the regulated oxygen. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.